Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during an acculink stenting procedure of a de novo, 70% stenosed, mildly calcified, left internal carotid artery, via the femoral artery access, after the stent was deployed, the patient experienced hypotension with a blood pressure of 85/51. Common medication, neosynephrine, was administered and the hypotension resolved without an adverse patient sequela within 48 hours on (B)(6) 2013. This was reported as a serious event and there was a reported hospital prolongation. The patient was discharged on (B)(6) 2013. There was no additional information provided.